Manufacturer narrative:
Investigation summary: customer returned (2) poly bags and part of a shelf carton for 3/10cc, 6mm, 31g relion syringes from lot # 9042909. Customer states that syringes were missing from 3 poly bags, stated that the bags were sealed and had some components (caps and plunger rods) but missing complete syringes. The poly bags were examined and contained loose plunger rods and plunger caps with only 3 incomplete barrels in the poly bags. A review of the device history record was completed for batch# 9042909. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (3) empty polybags from material 328468, batch 8337687. The samples were decontaminated per (B)(4) prior to evaluation. Visual inspection of: (1) polybag to contain 7 caps, and 1 printed barrel with a needle assembly attached, no plunger, no cap. There did not appear to be any damage to any of the components. (1) polybag that contains 18 caps, 8 plungers with stoppers attached, and 2 printed barrels with needle assemblies. There did not appear to be any damage to any of the components. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. When the polybag is released it drops by gravity to a conveyor where it travels over a scale and to the automatic packing operation. Inside the packing operation, cartons are erected, bags are picked up from the conveyors by robots and placed into the erected cartons, and then they are closed. The cartons pass over a scale before they are packed into the shipper. There were no quality notification or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that relion® insulin syringes were missing components. This was discovered before use. The following information was provided by the initial reporter: material no. 328521, batch no. 9042909. It was reported that 3 poly bags had syringes missing components. Verbatim: consumer reported syringes missing from 3 poly bags, stated that the bags were sealed and had some components (caps and plunger rods) but missing complete syringes. Problem occurred within the past 3 weeks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringes were missing components. This was discovered before use. The following information was provided by the initial reporter: material no. 328521. Batch no. 9042909. It was reported that 3 poly bags had syringes missing components. Verbatim: consumer reported syringes missing from 3 poly bags, stated that the bags were sealed and had some components (caps and plunger rods) but missing complete syringes. Problem occurred within the past 3 weeks.